Event description:
This is an adverse event occurring in a pt in the (B)(6) registry with 2 cm of barrett's esophagus. Pt was treated with rfa on one occasions without adverse event. One week later, the pt reported some difficulty swallowing solids. Endoscopy with dilation was performed. Two months later, the pt reported complete relief of symptoms. Per the registry protocol, the physician deemed this as mild severity, no relationship to the procedure, and not related to any device malfunction.